Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that guidewire tip detachment occurred. During a procedure, upon removing a 182cm pt graphix¿ guidewire , the tip of the guide wire broke. The case was completed but the detached tip was left inside the patient's body. The procedure was completed with different device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: unit returned in a generic plastic bag, overall visual revision did not identify failures or evidence that could be lost due to decontamination process. He returned device matches with upn provided by the customer. The device has the distal tip kinked and detached at 179.7 cm from the proximal section (the distal tip was not returned). The 2.3 cm of the polymer section was detached. The guidewire overall length couldn't be measured due to the device condition (distal tip detached). All the outer diameter (ods) taken and all of them are according specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that guidewire tip detachment occurred. During a procedure, upon removing a 182cm pt graphix guidewire , the tip of the guide wire broke. The case was completed but the detached tip was left inside the patient's body. The procedure was completed with different device. No patient complications were reported and the patient's status was fine.